Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An under-infusion was observed during the use of a small volume infusor device. The expected infusion time was 46 hours, though half of the solution (normal saline and fluorouracil) remained in the bladder after the allotted time. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.